Manufacturer narrative:
(B)(4)

Event description:
It was reported that the implant was removed due to peri-implantitis. Tooth location 26.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: an full osseotite® tapered implant 4 x 8.5mm (fnt485) was received for investigation still attached to its crown. Visual inspection of the as returned product identified minor signs of wear due to usage but no signs of significant damage or deformation. The crown would not remove and prevented reliable measurement of the implant. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2013040487). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 2013040487) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur, and the reported events are non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.